Event description:
A malfunction alarm was reported with code malf 0, and no notable events occurred prior to this. The customer's blood glucose level did not exceed 500 mg/dl and remained within the normal range. Customer technical support provided information on how to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which they acknowledged and understood.